Manufacturer narrative:
Continuation of d10: product ID tm90t0: serial# (B)(6). Product type: accessory product ID a820: serial# unknown.product type: software product ID hh90t01; serial# (B)(6). Product type: mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown.: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the last couple weeks, they noticed it was 'slowing down' and the communicator was not working as good as it used to. The patient stated that they had to fully charge the communicator and 'hold for a long time'. The patient stated that they saw in the manual that the shelf life of a communicator was 2 years. The agent reviewed the information with the patient. The agent asked and the patient confirmed the lag issue. The agent walked the patient through closing all applications; reviewed information; and cleared data from the handset. The patient connected to the pump, briefly saw no pump response, and then entered the myptm app without issue. During the call, the patient mentioned that they had to 'reconnect' every time when it used to go straight to the bolus. The patient confirmed seeing code 338 (connection interrupted). The agent reviewed information regarding the code and best practices. Per the patient they bolused ¿2.5, 3 average¿ per day. The patient was going to monitor the lag issue and call back if further assistance was needed. 2025-08-26 (B)(6) (con) additional information was received from the patient who reported that the communicator and handset are "not holding a charge". The agent was able to clarify the handset was depleting quickly and the communicator continued blinking so they could not connect to the pumpto bolus (communicator/handset were having difficulty connecting). During the call the patient had no issues with telemetry when syncing to the pump. The patient's communicator was 96% and claimed they had just charged the communicator so they don't have issues until the 2 or 3 time bolusing. The agent advised the patient to not charge the communicator and call back this afternoon so we could attempt recreate the issue the patient is claiming. The agent connected the patient to healthcareit to discuss the samsung battery concerns.